Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4. It was reported that the patient's blood leaked at the hub of the needle. No injury reported.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for further evaluation. Based on other confirmed complaints of this nature, several catheter hubs were physically tested and leaked. Leakage was observed at the hub. The exact root cause cannot be identified at this time. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). Retained units were evaluated and 5 out of 5 of the retains showed physical damage on the catheter hubs. 4 out of 5 samples failed the luer taper test. The exact root cause cannot be identified at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.